Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia and nose bleeds. The patient was defibrillated to obtain return of spontaneous circulation and the bleeds were cauterized. The patient was successfully weaned from the pump and survived.